Event description:
Nurse informed sales rep that they have had four cases where the t2 screwdriver have been broken during the nailing operations. Two of those four instruments have been given for the further investigation. Instruments were broken in a different operations and by different orthopaedic doctors. These operations have been t2 nailings and broken instruments haven¿t been causes any inconveniences for the patients. In operations customer used basic screw drivers. Operation times did not got longer.

Manufacturer narrative:
Product inquiry stated the screwdriver, self-holding, long to be the subject product. No further associated products were reported. A review of the device history could not be carried out as mfg-pro (production database) does not provide any data field that links the kp purchasing with specific partial delivery / kmexxx, kuxxx, etc. (All vendor specific codes) / and engraved serial as they are not comprehensibly/consistently registered during receiving good inspection. Ncr # 813262 had been initiated to address the issue of an optimization of the traceability. During investigation no material, design or manufacturing related issues were found. The tip of the movable blade was found completely broken off. The breakage surface showed the typically structure of a brittle fracture, due to a bending overload. To prevent the bending, the device was laser-marked with the printing ¿do not lever¿. The appearance of the damage suggested that the breakage of the blade most likely may have occurred intra-operatively, when too high bending forces were applied on the movable blade. A pre-damage in prior surgeries cannot be excluded. It is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage (was implemented with ecn# 6455/08). Furthermore a process change was performed with ecn# 6452/08. The wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver post-dates the process change. However based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Nurse informed sales rep that they have had four cases where the t2 screwdriver have been broken during the nailing operations. Two of those four instruments have been given for the further investigation. Instruments were broken in a different operations and by different orthopaedic doctors. These operations have been t2 nailings and broken instruments haven&#38176;been causes any inconveniences for the patients. In operations customer used basic screw drivers. Operation times did not got longer.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.